Event description:
Agent ide it was reported that in-stent restenosis and angina occurred. In august 2020, the mid right coronary artery (rca) was treated with a 2.5 mm x 32 mm synergy drug-eluting stent. In january 2022, the subject presented with unstable angina. Heparin or other antithrombotic medication were administered at the time of index procedure. The target lesion was located at the mid rca with 90% re-stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. Intravascular ultrasound revealed the previously implanted 2.5mm x 32mm synergy stent was mildly under deployed. The target lesion was predilated with a 2.5 mm x 15 mm balloon with 20% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.0 mm x 20 mm study device, successfully with 10% residual stenosis and timi flow of 3. The subject was discharged on aspirin and ticagrelor.